Event description:
The device was used during a culdoplasty procedure. Reportedly, the needle broke in the jaw of the instrument. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.